Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6)was returned and investigated. Visual inspection was performed on the returned sensor and no damage was observed. The sensor plug is fully seated. Corrosion was observed through the sensor case caused by liquid ingress. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. An extended investigation has been performed on the returned sensor. Visual inspection was performed on the returned sensor triangle area and no issue was observed. However contamination was observed through the puck casing on the battery casing. Extracted and reprogram the data from the returned puck and performed smu (source measurement unit) test. The smu test passed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.